Event description:
It was reported the single use electrosurgical knife exhibited the knife head was fractured. The issue occurred during a therapeutic electrostatic discharge. There were no reports of patient harm.

Manufacturer narrative:
E1 to be continued: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The issue occurred during an endoscopic submucosal dissection procedure that was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d4, d8, h2, h3, h4, h6, h11. Correction to b5. Correction d7a from yes to no. Correction e1 changed to ni. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, olympus confirmed the reported failure, however the exact cause of the electrical discharge could not be identified. Therefore, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.